Event description:
It was reported that the patient had recurrent dysuria on (B)(6) 2022 and returned to the hospital for re-hospitalization on (B)(6) 2022. On (B)(6) 2022, the patient was sent to the operating room under anesthesia under flexible ureteroscope for stage 3 lithotripsy and double-j tube replacement, and the original ureteral stent was completely removed. During the removal of the tube, it was obvious that there were stones attached to the surface of the ureter which made it difficult to remove the stent. Under general anesthesia, the surface of the ureteral stent tube was carefully crushed with holmium laser, and then the ureteral stent tube was completely removed. The patient's symptoms were significantly relieved after the tube was removed.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned for evaluation. A potential root cause for this event could be, "material selection". The device was used for treatment purposes. It was unknown if the device had met all relevant specifications or resulted in the reported event. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "ureteral stents should be checked periodically for signs of encrustation and proper function. Periodic checks of the stent by cystoscopic and/or radiographic procedures are recommended at intervals deemed to be appropriate by the physician in consideration of the individual patient¿s condition and other patient specific factors. When long-term use is indicated, it is recommended that indwelling time not exceed 365 days. The stent is not intended as a permanent indwelling device." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient had recurrent dysuria on (B)(6) 2022 and returned to the hospital for re-hospitalization on (B)(6) 2022. On 25mar22, the patient was sent to the operating room under anesthesia under flexible ureteroscope for stage 3 lithotripsy and double-j tube replacement, and the original ureteral stent was completely removed. During the removal of the tube, it was obvious that there were stones attached to the surface of the ureter which made it difficult to remove the stent. Under general anesthesia, the surface of the ureteral stent tube was carefully crushed with holmium laser, and then the ureteral stent tube was completely removed. The patient's symptoms were significantly relieved after the tube was removed.